Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient had oral surgery and reported lowering her insulin doses in her tandem insulin pump so that she would not drop low during the surgery. During this time, the patient was taking tylenol (2 tablets, 500mg each). On (B)(6) 2023 late in the evening, the patient started vomiting and she continued to do so for approximately 10 hours. At this time, she cgm was reading 41 mg/dl (no bg meter comparison was done). The patient self-treated the cgm reading of 41 mg/dl by drinking some iced tea. However, this made the patient vomit even more. The patient then called her daughter who contacted 911. By this time it was in the early hours of (B)(6) 10/04/2023, and the patient was transported to the hospital. At the hospital, the patient¿s cgm was reading 112 mg/dl and the bg via lab work was 879 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). She was treated with zofran and an IV insulin drip. The patient was discharged on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.